Event description:
It was reported that when using the bd pyxis¿ es refrigerator, malfunction happened on issuing key to fridge. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative correction: b5, medical device brand name, medical device catalog, medical device serial, unique identifier (UDI), medical device model and concomitant med prod data upon investigation of the actual device used in this incident, it was determined that medications were not behaving as expected due to improper application of facility formulary settings. The technical support specialist (tss) reviewed working medication setups in the system and advised the user to unload the affected medications and keys, then reload them to ensure the facility formulary settings were applied correctly. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, malfunction happened on issuing key to fridge. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.